Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated ¿alert 36 ¿ invalid hall sensor state¿ restart alarms, accompanied by ¿unable to proceed¿ and ¿insulin inset expired¿ notifications, troubleshooting included dismissing alerts, attempting a piston rewind, restarting the device to enable rewind, and confirming insulin delivery thereafter. Symptoms included concern for interrupted insulin delivery with a recorded blood glucose of 117 mg/dl and no reported adverse clinical effects. Outcomes included restoration of function after restart, continued use of cgm, and arrangement for device replacement with instructions to shut down the device, sync data, and return the pump. Investigation included review of alerts, functional checks via guided troubleshooting, and verification of continued insulin delivery through reports. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.